Manufacturer narrative:
The complaint this report is linked to was determined to be a duplicate of another complaint. Thus, the complaint this correction and the initial report are linked to is now void. This medwatch is being filed to relay additional information.

Event description:
It was reported during surgery that the device would not properly mesh skingraft. A delay of 20 minutes occurred, and patient was scheduled for another procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during a procedure device would not properly mesh skingraft. Delay in procedure of 20 minutes occurred, and an additional surgery was scheduled.